Event description:
Description of event: medtronic received information that approximately 7 months and 2 weeks post implant of this bioprosthetic aortic valve, the patient expired. The cause of death is unknown. No additional adverse patient effects were reported. (B)(4). This report reflects information received by FDA in the form of a notification per 803.22 (b)(2).